Event description:
Left-side suspected rupture.

Event description:
Right implant ruptured, discovered during surgery.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.8g over specification. The device had a nick in the shell, explant was functional. B3: date of event: on (B)(6) 2022. B5: describe event or problem: right implant ruptured, discovered during surgery. D4: serial number: (B)(6). Lot number: 5256571. Unique identifier (UDI)#: (B)(4). D9: device available for evaluation? Yes. Device returned to manufacturer? Yes. Date device returned to manufacturer: 17-feb-2022. H3: device not returned to manufacturer for evaluation: no. Was the device evaluated by the manufacturer: yes. Evaluation summary attached: yes. Per updated complaint, report#: 1651189-2022-02002 was filed for the non affected contralateral sn. Corrected sn, corrected data, and device analysis completed for the updated correct device.